Manufacturer narrative:
Other relevant device(s) are: product ID: 37085-60, serial/lot #: (B)(4), implanted: (B)(6) 2010, ubd: 29-nov-2014, UDI#: (B)(4). Product ID: 37085-60, serial/lot #: (B)(4), implanted:(B)(6) 2010, ubd: 29-nov-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that there was a mechanical complication of the implanted ins. The patient had pain with their extension wires, which were tethered. The extensions were to be replaced. The event required hospitalization and surgical intervention. No further complications were reported as a result of this event.